Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed due to implant fracture.

Manufacturer narrative:
The associated complaint device was not returned. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. An investigation performed by our clinical medical team noted that a review of the radiographic image provided confirmed cancerous changes as well as the im nail fracture. Based on the single image provided it is unknown if this is a non-union almost 2 years later or re-fracture due to bone metastasis. The im nail breakage is potentially due to poor bone quality secondary to progressive bone cancer leading to prolonged stress on the im nail which exceeded its limits. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.